Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced strong and persistent diaphragmatic stimulation. The patient's right ventricular (rv) lead was explanted and replaced. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.